Manufacturer narrative:
The customer¿s report of a separation at the middle y-site was confirmed per customer-provided photo that shows a separation between the tubing and the smartsite inlet port. The probable identified root cause was identified in similar previous investigations as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that there were two tubing sets that were found to be separated at the middle y-site, located above the roller clamp. One of the separated tubing sets was found on (B)(6) 2019, with the other tubing set date of event as unknown. The customer confirmed that there was no patient involvement associated with this event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Second suspect product: material number (B)(4), lot #19105200.

Event description:
It was reported that there were two tubing sets that were found to be separated at the middle y-site located above the roller clamp. One of the separated tubing sets was found on (B)(6) 2019, with the other tubing set date of event as unknown. The customer validated that there was no patient involvement.